Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator cannot charge the internal battery. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. The following recommendations were made to the customer as repairs for this error: 1. Replace the internal or detachable li-ion batteries. 2. Replace the detachable battery harness. 3. Replace the detachable battery pcba. 4. Replace the power supply. 5. Replace the system pcba . The customer states he will order replacement batteries and run tests again. Customer will call back if further assistance is needed.